Event description:
A health care provider (hcp) reported via a manufacturer representative that there was an issue with the lead during the implant procedure. The lead was 8 mm short when checked with intraoperative imaging. The lead being 8 mm short prevented the hcp from implanting the lead for obsessive compulsive disorder (ocd). The hcp had to use another lead that was not approved for ocd. The hcp did not want to use a 40 cm long lead because they thought that 40 cm was too long. The cause of the event was unknown. The lead was replaced, but the issue was not resolved. The patient was alive with no injury. The patient's indication for use is obsessive compulsive disorder. No further patient complications were anticipated.

Event description:
Additional information received from a manufacturer representative reported that there were no clinical consequences for the patient and the issue was resolved after replacing the lead. The health care provider (hcp) had verified the lead to be 8 mm short of the expected length of 28 cm.